Event description:
It was reported that the 9900 sys has an artifact on the image (center of screen). There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Advised the customer that the 1 cm square is from the lazer aimer and it is not an artifact as reported. This is common with all laser aimers. The sys was found to be working as intended and placed back into svc.